Event description:
It was reported that the pump had a ripped downstream occlusion (dso) seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction h3 and h6. Codes: updated. Device evaluation: the complaint for ¿downstream occlusion (dso) seal ripped¿ was confirmed through visual inspection. The cause was dso seal - delaminated/ripped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.